Manufacturer narrative:
The field report of lead fracture was not confirmed. Final analysis found an insulation abrasion exposing the outer coil at 18.0 cm to 18.2 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device. The abrasion most likely contributed to the reported noise problem.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right atrial lead exhibited noise; lead fracture was suspected. The lead was explanted and replaced. The patient&#38112;condition was stable during and post procedure.